Event description:
White coating noted in the mask of my phillips respironics dreamstation CPAP( serial number: (B)(4)). The coating stuck to then inside of the mask and I needed to scrub it off. I have only used (B)(6) baby shampoo, as instructed by (B)(6) healthcare, to clean the mask and tubing. I did develop a red rash on my cheeks after this occurred. I don't know if I will have any lasting or delayed effects from my exposure to the burning/melting polyurethane in my equipment. This is part of the ongoing nationwide recall. FDA safety report ID# (B)(4).